Event description:
It was reported that an asymptomatic had presented to the office after receiving a vibratory alert for ventricular lead noise. Noise occurred during exercise and was not reproduced in clinic. The device will continue to be monitored.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.